Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, air bubbles were observed along the cartridge tubing. The customer primed the tubing to resolve the issue. Customer¿s blood glucose level ranged between 250-300mg/dl.